Event description:
The pt reportedly experienced a lack of benefit from the device. Testing of the device showed that it was functioning. The pt was diagnosed with a left acoustic neuroma. The pt underwent surgery to remove the acoustic neuroma. During this surgery the doctor also removed the pt's internal device.